Manufacturer narrative:
Manufacturer: (B)(4). A 3ml wand of 3345e cavilon no sting barrier film was reportedly applied to a (B)(6) y/o patient's cheek prior to application of fixomull stretch. It was unknown if the cavilon no sting barrier film was allowed to dry prior to application of the fixomull stretch. The cavilon no sting barrier film directions for use state to allow the product to thoroughly dry before covering with dressings, tapes or other adhesive products.

Event description:
A hospital employee reported 3345e cavilon no sting barrier film was applied to a (B)(6) y/o male patient's cheek prior to application of fixomull stretch. When the fixomull stretch was removed, the patient experienced redness and swelling of the right cheek. Clobetasone butyrate, a topical rx ointment, was used for treatment and the reaction was reportedly improving.